Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed, and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. The following section has been updated: h6 health effect - clinical code.

Event description:
A customer reported a sensor error message with the adc device and was unable to obtain readings. It was indicated that the customer received insulin (dose/type unknown) for treatment by a third-party. There was no report of death or permanent injury associated with this event.